Manufacturer narrative:
(B)(4). D1: constrained tibial articular surface provisional left size cd +0 thickness bottom h6: proposed component code: mechanical (g04) - provisional bottom the reported event is confirmed by visual examination of the provided product, which identified that the component had fractured. Review of the device history records identified no deviations or anomalies during manufacturing. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was initially reported that during trialing of the device, it was difficult to remove due to wear. Upon product return, the device was identified as fractured. There was no impact to the patient nor surgical delay. No additional information is available.